Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the chronic total occluded superficial femoral artery (cto sfa). During the procedure, the catheter jammed with the filterwire. The catheter was removed with the filterwire and the procedure was completed using a drug coated balloon (dcb). No patient complications were reported and the patient's status was good.